Event description:
It was reported that the clinician received a pacemaker from the morgue and doesn't have any information on the patient or the cause of death. The device battery was "depleted" and the mode had changed. Patient information, date of death and cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the clinician received a pacemaker from the morgue and doesn't have any information on the patient or the cause of death. The device battery was "depleted" and the mode had changed. Patient information, date of death and cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The device has now been returned and there was a lead reported to be implanted at the time of death. Follow up with the contact on the returned paperwork, dated 28oct2010 revealed that they had no records of this patient anymore. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
The device has now been returned and there was a lead reported to be implanted at the time of death. Follow up with the contact on the returned paperwork, dated 28oct2010 revealed that they had no records of this patient anymore. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the clinician received a pacemaker from the morgue and doesn't have any information on the patient or the cause of death. The device battery was "depleted" and the mode had changed. Patient information, date of death and cause of death has been requested and not received.